Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of a bd insyte¿ autoguard¿ bc shielded IV catheter, the device malfunctioned as the needle did not retract when pressing down on the button. There was no report of injury or medical intervention needed.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, the needle was observed to not be retracted despite the white button being depressed. The spring had been pulled up through the top of the grip and hub. A functionality test resulted in unsuccessful retraction of the needle. The cause of the reported defect was determined to be related to the manufacturing process. Manufacturing has been notified of this incident. There is a spring check station in place at the manufacturing facility to monitor for product displaying the defect exhibited within the sample.the samples were visually and microscopically evaluated and the customer's indicated failure mode for needle retraction failure was observed. As reported: needle retraction failure event description: when placed the catheter as drip infusion in vein, the needle didn¿t retract even pressed the button. Then the nurse pulled out the needle. Although the review of the DHR is required for all MDR per CPR-071, a review could be performed as no lot number was provided for this incident. Observations and testing: received one used iag/bc 24ga unit from an unknown lot number. The unit consisted of the needle safety barrel assembly, needle cover and catheter/adapter assembly. Visual/microscopic examination: observed the needle was not retracted and the white button was depressed. Observed the spring had been pulled up through the top of the grip and hub. Functional test (needle retraction) was performed: the button was depressed. The retraction was unsuccessful. The defect of needle retraction failure; as stated as the reported code was confirmed with the returned unit. This type of defect; springs are typically caused by a larger od that causes one portion of the spring to become overlapped by another portion of the spring during compression caused by loading the hub. Conclusion: root cause relationship of device to the reported incident: manufacturing comment: the following controls in place to prevent this occurrence; spring check station ¿ checks that a spring is present and unbound. Challenge sample are run at the beginning of each shift. There are challenge samples in 4 nests for both ¿no spring present¿ and ¿bound spring¿.